Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of over 1000 mg/dl and diabetic ketoacidosis. The customer was hospitalized on two other occasions. The customer stated that they have no batteries for their insulin pump and no longer wants to use the pump. No further information was provided.